Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a4, a5, b5, e1, g2, h6

Event description:
Healthcare professional reported left side "large amount of peri-implant fluid with some septations" confirmed via imaging. Patient later reported capsular contracture baker grade unknown. Device has been explanted and replaced with non-abbvie device.

Event description:
Healthcare professional reported left side large amount of peri-implant fluid with some septations. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6. Photographic device evaluation : a review of the device through photographs noted the event could not be observed as it is a physiological complication.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "large amount of peri-implant fluid with some septations". Cont. E1: phone: (B)(6).

Event description:
Healthcare professional reported "large amount of peri-implant fluid with some septations" confirmed via imaging. This record is for a left side. Device remains implanted.